Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. After inspection, physician elected to explant and replaced the left ventricular lead due to poor positioning by the original implanting physician. Patient was discharged.